Event description:
It was reported that particulate matter was observed inside of the glucose chamber of a multilayer bag set. There was patient involvement. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One filled bag was received at the plant for evaluation. Visual inspection revealed a particle in the glucose chamber. The reported condition was confirmed. The cause was undetermined. Should additional relevant information become available, a follow-up medwatch will be submitted.